Manufacturer narrative:
Exact date unknown, event occurred a week ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 7071321.

Event description:
It was reported that the patient had drainage at the ipg site. The patient was given antibiotics and underwent a spinal cord stimulator explant procedure. The explanted devices will not be returned.